Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007 had reached end of life (eol) and was emitting beep tones. The physician and patient had decided not to replace the device. However, there was no way to turn off the beep tones. A boston scientific crm technical services consultant recommended explant of the device as this was considered a device fault.

Manufacturer narrative:
Additional information received indicated that the device does not plan to be explanted. The patient plans to tolerate the beeping until the device is no longer able to emit tones. No additional information is available at this time. If additional information becomes available the event will be updated.